Manufacturer narrative:
Other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. Visual inspect the monitor found the battery compartment cracked open. The battery compartment would cause the rechargeable battery to lose contact with the positive and negative leads. The c02 pump was found dislodge. All evidence leads to impact to the monitor. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a smiths medical capnograph will not power on. No patient involvement